Manufacturer narrative:
The reported event was confirmed ¿ supplier related due to water leakage at the inflation valve of the catheters during inflating the balloon with a syringe. The potential root cause for this failure could be due to a defective tip on the syringe- smaller tip at the taper end caused the water to leak during inflation from supplier. DHR is not required for this complaint. A risk review and labeling review is not required as the investigation was confirmed related to supplier issue.  H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected,

Event description:
It was reported that during a pretest performed prior to the device placement on the patient, the sterile water leaked from the connection between the syringe and the inflation valve of foley catheter. Per follow up information received via ibc on 12jul2023, stated that the event might have been a syringe issue but there was no obvious basis for determining that the syringe was defective, so both the catheter and syringe should be investigated and there was no fitting issue reported.